Event description:
It was reported the patient presented to the clinic for a device check and mentioned feeling lightheaded in the last few weeks. Increased pacing lead impedance and gradually increased capture threshold measurements were noted around the same time the symptoms started. It was noted in the clinic the right ventricular lead was having difficulty capturing. The lead was capped and replaced successfully. The patient condition after the procedure was stable.